Event description:
It was reported that (1) tsw35 and (1) tr35w were used during a lobectomy procedure. It was reported by the affiliate that the cartridge broke (metal part and plastic part were separated and the metal part remained in the instrument). Opened another instrument to complete the case. No adverse pt outcome.